Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm approx 1.5 months ago. The aneurysm had dissections and thrombus throughout; the aortic neck was 21-23mm in diameter and 47 mm long; the right iliac was 16-19mm in diameter; left iliac was 15-17mm in diameter. There was no tortuosity in the vessels. The stent grafts were successfully implanted in the patient without issue. The pt presented two weeks post stent graft implant with a cold leg. It was reported that the iliac limb stent graft collapse in the contralateral limb. The physician performed a femoral-femoral bypass. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4), results: (stent graft occlusion). (Thrombus).